Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 33 mmol/l which was treated with insulin pump. Customer stated there was numerous bent cannula as a result of this, they were experiencing high blood glucose event. Customer not able to do test for ketones. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.